Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred since reprocessing could not be conducted properly (due to deformation of flexibility adjustment ring, water tightness is lost), therefore, foreign material was not cleared. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "detection way is included in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are included in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the light guide lens had foreign objects attached, and it was dirty with residues from previous procedures. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found there was a leak was due to deformation of flexibility adjustment ring, water tightness was lost, due to wear of angle wire, the play of up/down knob was out of the standard value, adhesive on bending section cover rubber had a crack, suction cylinder and air/water cylinder had discoloration, and the universal cord, the plug unit, and the switch box had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.